Manufacturer narrative:
The user reported that the switch sparked. Upon further investigation we found that the cord had been severed by an external source and taped back together by customer. Our investigation shows the sparking occurred as the cord was served. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer stated that the pad shocked him by where the cord goes into the pad.